Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7177965 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200705335, 200701399] noted for dry barrels. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for damaged/cracked stopper on lot # 7177965a. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the stopper on a bd ultra-fine¿ insulin syringe was found cracked prior to use. There was no report of exposure, serious injury, or medical intervention.